Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing low blood glucose (bg) levels. Although multiple attempts were made to contact the customer to gather additional information, the customer did not reply to the requests.